Event description:
Related manufacturer report number: 2017865-2023-51254 it was reported that high defibrillation impedance and noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Abbott technical support suspected the event was due to a set screw was too loose or that the lead was damaged. The revision procedure was performed and the cause of the event was determined to be a loose set screw. The rv lead was replaced due to the pacing inhibition and the device remained implanted with the new lead adequately fastened via the set screw. The patient was in stable condition.